Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and did not find an active leak. However, the fse removed an obstruction from primary mode aspiration needle. Upon further inspection, the fse noticed that pinch valve (pv21) was sticking. The fse removed the actuator for that pinch valve and then cleaned and lubricated it. The pinch valve was no longer sticking. The fse ran reproducibility and controls with no issues. Although the fse did not find an active leak, the vent line on the primary mode aspiration needle was obstructed and the pinch valve was sticking. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a cloudy, leak (no color) on cassette and quality control (qc) vials, and under the coulter lh 500 hematology analyzer after run. The volume of the spill was approximately 10-15 ml. The customer was running qc samples when this problem was found. There were no error codes or flags generated in connection with this event. The customer was wearing a laboratory coat, gloves and glasses at the time of the event. There was no contact with eyes, nose or mouth. There was no biohazard exposure to open wounds or mucous membranes. No medical treatment needed. No erroneous results were generated in connection to the reported event. No death or injury is attributed to this event and there was no change to patient treatment.